Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms occurred during bolus delivery. Customer reported blood glucose (bg) levels ranging from 239 mg/dl to 300 mg/dl with large ketones. Manual injection was administered to address elevated bg levels. Customer changed the infusion tubing and site and resumed insulin delivery.